Manufacturer narrative:
(B)(4). Final analysis found that the lead insulation was abraded at 10.8cm to 11.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
It was reported the fatigue patient presented in clinic. Upon interrogation, the right ventricular and right atrial leads exhibited noise. During lead revision, the physician noted insulation abrasions on both leads and suspected lead friction. The leads were explanted and replaced. The patient was fine post operation.